Event description:
It was reported that the led on the mobile power unit (mpu) would not light up.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: expiration date redacted. Manufacturer's investigation conclusion: incidental findings: damaged connector. The reported event of symbols not illuminating could not be confirmed with the returned mobile power unit (serial # (B)(6)). The mobile power unit was received at european distribution center. The unit booted up and functioned as intended. The symbols illuminated during the bootup sequence as intended. The unit passed all testing per the service process procedure. The reported event of symbols not illuminating could not be reproduced during the evaluation. A root cause of the symbols not illuminating could not be determined. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment heartmate 3 instructions for use (IFU) under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment no further information was provided. The manufacturer is closing the file on this event.